Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose and they allege insulin pump was under delivering. The customer blood glucose level was 356 mg/dl at the time of incident. Customer reported blood glucose was 300 mg/dl and even to 400 mg/dl and 360 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they was not using auto mode feature at time of high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer declined to perform the high pressure test. Customer was unable to proceed with high pressure test as due tubing clamp was broken. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump and reservoir will not be returned for analysis.